Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with a build up of solidified blood that was present inside the device, it was not possible to inflate the balloon. A visual examination of the returned device identified that the hypotube and distal polymer extrusion shaft were kinked at various locations along their lengths. An examination of the balloon identified that there was a large build up of solidified blood inside the balloon. No tears or holes were visible in the balloon material. The device was attached to an encore inflation unit and despite several attempts it was not possible to inflate liquid into the balloon. The device was immersed in hot water in an attempt to dissolve the solidified blood, however, all additional attempts to inflate the balloon with liquid failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 15mm x 2.00mm apex monorail balloon ruptured at nominal pressure. The device was removed intact. The procedure was completed with another apex monorail balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 15mm x 2.00mm apex monorail balloon ruptured at nominal pressure. The device was removed intact. The procedure was completed with another apex monorail balloon catheter. No patient complications were reported and the patient's status is good.